Event description:
The donor reported today at the center a reddened and itchy exanthema, mainly affecting the extremities, which occurred on (B)(6) 2026, following a plasma donation on the same day. A previous donation had also taken place on (B)(6) 2026. On (B)(6) 2026, she presented to the dermatology outpatient clinic, where she was prescribed an oral antihistamine and topical therapy. She reports that the local skin findings have significantly improved since then. At today's consultation, the lesions were still faintly visible.